Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged after pocket closure. The physician was able to successfully reposition the lead. This rv lead remains in service. No additional adverse patient effects were reported.